Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the balloon of the catheters deflates by itself even if they were filled with saline water. In addition to this issue, 3 patients had their catheter split: always in the same place near funnel with the ce marking. Patient's condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the balloon of the catheters deflates by itself even if they were filled with saline water. In addition to this issue, 3 patients had their catheter split: always in the same place near funnel with the ce marking. Patient's condition reported as fine.